Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked case along the side of the battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.